Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner and minor scratched display window. Unable to perform the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd glass anomaly.

Event description:
It was reported of led anomaly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.